Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed xdcr fault, low ve, low pip and high rate. The customer stated the unit was on a patient during the reported issue, the customer reported the ventilator was removed and the patient was placed on another ventilator with no harm.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the printed circuit board assembly (pcba). The root cause of the reported issue is isolated to a bad slow solenoid causing xdcr fault. This reported issue will be tracked and internally investigate the situation.